Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the healthcare professional meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced severe hypoglycemia, spoke incoherently, made grimacing expressions, stared blankly, and was sweating. The customer was unable to self-treat and required healthcare professional assistance. They were picked up by paramedics and transported to the hospital, where an intravenous cannula was inserted. No further information is available, as the caregiver was not traveling with the customer. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 259 mg/dl was compared to an hcp meter result of 21 mg/dl. The length of sensor wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.